Manufacturer narrative:
Findings: the unit was received with severely scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that screen is all scratched up and cracked and he cannot read what its saying on the pump through the screen. The customer stated he fell in driveway in gravel and scratched and cracked pump screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.